Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter is a sales representative.

Event description:
It was reported the packaging for liquid vial in the cement was believed to be compromised because when removing the top paper layer the adhesive material that should stay on the plastic portion of the package came off with the paper peel. The surgery was completed successfully with no delay. It was noted no fragments were generated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿rn believed that the packaging for liquid vial in the cement was compromised. When removing the top paper layer the adhesive material that should stay on the plastic portion of the package came off with the paper peel.¿ from the complaint description, it can be inferred that the blister/ blister lid did not behave as expected when the rn peeled it open. There is no description or evidence of uneven, spotty sealing or implication that the blister pack was not properly sealed. There is no evidence that the ampoule has been damaged or that monomer fumes have interfered with the seal. There is no evidence of compromised sterility from the available information. The blister lid is heat sealed onto the plastic blister, adhesive is not used in this process. Some variation in the appearance of the seal once opened is expected due to material variations in the components, however pic-qps-pr01 inspection criteria no 9 checks that ¿blister pack for ampoule is sealed and undamaged. Seal complete with no mottling.¿ blister seal defects and poor laquer transfer are included as a rejection category in the fault catalogue in appendix 1 of pic-qps-pr01. Samples are taken before each lot of ampoules are processed to ensure that the machines are set up correctly, and throughout the processing of the lot number to check for consistency. The blister pack is checked again during the final pack process using pic-qps-pr02; inspection criteria no 6 checks that ¿blister pack for ampoule is sealed and undamaged¿ 6 blistered ampoules from the retained store were examined, but no instances of improperly sealed ampoule blisters were discovered. Dva-107020-fde rev 8 was reviewed for this failure mode, and it is included on lines 122 and 123 in each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.